Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: nurses noticed that some of the iagbc needles are not retracting properly. No patient harm has been reported to me by the departments.

Manufacturer narrative:
Investigation results: the complaint that the needles failed to fully retract was confirmed from the representative 18g insyte autoguard bc units that were received in sealed unit packaging from lot# 5006884. A functional test showed that the flash notch on the needle became caught on the blood control valve during retraction on 4 of 20 tested units. The needle and notch were within specification. Since the needles were received unopened, the complaint appeared to be manufacturing related. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.